Event description:
Initial info received by service dept on feb-7-2007 was that there was a pt burn reported with a unit returned for service. Degree of burn or treatment was not reported. Add'l info was requested on feb-12-2007 and was received on mar-03-2007. The pt was a male and is healing fine. The pad site is not where the burn occurred. The pencil was not working well initially when the surgeon held it up. They changed the set and it worked ok. An oxygen mask was used on the pt during the procedure. Treatment not reported, but burn was around the forehead of the pt. The bovie pad and pencil detail were not reported. Add'l info received april-25-2007 via medwatch report provided by FDA indicated that there was an or fire and debridement of tissue.

Manufacturer narrative:
When this complaint was initially opened, the info provided did not indicate info of a serious injury, malfunction or o.r. Fire. The generator unit was returned for eval. The eval found nothing that would cause or contribute to the reported event. On april-25-2007 a request for add'l info dated jan-16-2007 with a postmark of april-23-2007 was received from FDA. The FDA request included a copy of the medwatch report. Upon reading the detail of the medwatch report, it was determined that a serious injury report should be submitted. Valleylab has made repeated attempts to contact the safety mgr at the hospital to obtain more detail regarding the incident. We do not know if the incident accessories were manufactured by valleylab. A follow-up report will be filed. The e8006 mentioned in the medwatch report is a mounting cart for the generator.